Event description:
It was reported that during the procedure in the moderately tortuous/calcified mid right coronary artery for treatment of a 90% de novo lesion, pre-dilatation was performed using a 1.5x15 balloon. A 2.75x38 rx xience prime stent system was advanced to the target site and the stent was deployed. Post deployment, a distal edge dissection was observed. A 2.5x15 xience v stent was deployed to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.